Event description:
On (B)(6) 2013, the patient contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history and black box downloads were not available for review due to moisture damage to the pump. Evaluation revealed that the battery cap returned with the pump was damaged and the battery compartment was cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The damage is obvious and detectable and should alert the user to discontinue use of the pump. The pump failed the leak test due to leak in the battery compartment. The pump was unable to power up and display 'verify' screen during testing. The pump was opened and moisture corrosion is observed on the display screen, the power circuit, and force sensor circuit.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.